Manufacturer narrative:
The pump passed the functional testing and all operating currents were within specification. All buttons functioned properly. However, found corroded keypad traces. No button error alarm was noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife called to report that the insulin pump alarmed button error. Customer's blood glucose reading ranged from 36 to 120 mg/dl. Customer's wife stated buttons may have been held longer than three seconds. Customer's wife also stated that the insulin pump may have been exposed to moisture. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.